Event description:
It was reported that a pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a versacross connect for faradrive was selected for use. Transeptal access was performed without issues. A mapping catheter was inserted into the sheath to perform a pre-map of the left atrium, then it was removed and it was noticed that the blood pressure dropped. A pericardial effusion was noted, so a pericardiocentesis was performed. Blood was pulled off, cell saver was used to return blood back to the patient. The patient was taken to surgery, prepped, and the bleeding stopped however the operation was not necessary to treat the issue. Multiple echoes performed the day after, showed no effusion. A slight resistance at the transeptal was noted, slight force used when mapping the septum with the farawave. The patient was hospitalized beyond standard of care and later was successfully discharged. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.